Manufacturer narrative:
The problem was resolved by the reporter through troubleshooting with the assistance of olympus technical support via the phone. Upon reseating the communication cables in the back of the unit, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an "e315" error message was displayed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified. Olympus will continue to monitor field performance for this device.